Manufacturer narrative:
Section f completed by the MFR based on info form the reporter. The infusion pump was evaluated for bacter healthcare. Flow accuracy was performed at 125 ml/hr and 1 ml/hr. The results were within specification. The infusion pump was returned to the hosp.

Event description:
It was reported that the infusion pump was programmed to infuse a solution over 8 hours to a young adult and the amount infused in less than 5 hours. No pt injury resulted.